Event description:
The physician performed a cutdown to repair a lesion in the common femoral, and then advanced a wire down past the tpt lesion. The physician then advanced silverhawk ss+ and made 4-5 cuts. After an initial picture, it was determined that an arterial/venous fistula was created. This was repaired with a 3mm covered stent.